Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: unknown, information not provided. Section d6b: explant date: unknown, information not provided. Section e1: initial reporter telephone number: (B)(6) section h3- it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the non-preloaded intraocular lens (iol), the trailing haptic broke and stuck between the tip of the injector and the plunger. Iol was partially in the eye. Iol was not implanted. Bscva pre-op is 6/21. Vitrectomy was required. Incision was enlarged and sutures was used. Outside of standard care medication was not prescribed. There was delay in procedure. Directions for use were followed. Patients condition was temporarily impaired. No further information available.